Event description:
It was reported a foreign material was found. Device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed and appears to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The device was returned in sealed packaging with product information lot : asdxs0136. An opaque gel-like material was observed within the packaging between the extension tubing and seal area. White residue was present on the section of the extension tubing near the seal area and appeared to have a similar color to the alleged foreign material. One photo sample of a safestep infusion set within its packaging was also provided for evaluation. The photo sample appeared to correspond with the returned physical sample. The residue present on the extension tubing and clear material present within the sealed packaging was likely deposited during the manufacturing process; therefore, the complaint is confirmed to be supplier related. A lot history review (lhr) of asdxs0136 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to poor sample condition. One photo sample of a satestep infusion set within its packaging was provided for evaluation. The product information is not visible. The safety mechanism is not activated, and the plastic sheath is present over the needle. No apparent evidence of use is observed. A dark colored material appears to be present within the packaging. It is unknown if the packaging has been opened prior to this photo being taken. The material could not be identified as the device could not be physically examined. Since the state of the packaging seal could not be assessed from the photo provided; the complaint remains inconclusive at this time. A lot history review (lhr) of asdxs0136 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a foreign material was found. Device was not used on a patient. No other information was provided.